Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, fold crease, and wear abrasion. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a sharp and crack in the valve bond edge. Based on the device analysis, the final assessment is a sharp opening on the valve bond edge assessed as an unidentified tear opening, and a crack opening on the diaphragm valve due to a cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.